Manufacturer narrative:
Retainer ring=black. On (B)(6) 2021 customer called in with the following concern: critical pump error alarm(open book image). P-cap locked in place properly during testing. Unit was successfully downloaded using (thus software). Proceed it with the following testing to assure proper functionality of the unit. Unable to perform the functional test, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, and displacement test due to critical pump error (open book). The adapt tool was utilized to search for alarms that may have occurred in the past or during complain call that might of trigger the reason complain. The adapt tool reveals that pump error 53 alarms were found on (B)(6) 2021 at 06:28:51 hour. During download review, pump error 53 alarm confirm in (adapt) and history download. File ID=(B)(4) line ID=(B)(4). Proceed it by cutting unit open and perform a visual inspection of connectors and electronic assemblies. Per r&d investigation it was determine that pump error 53 was trigger when pump attempts to re-initialized/establish communication due to unstable power to rf chip, software error. Esf#2610666. Force sensor zero offset within spec (23.1mv). No physical damage noted during visual inspection. In conclusion unit came in with critical pump error alarm trigged by pump error 53. Pump error 53 was cause by software error, unstable power to the rf chip.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Information received by medtronic indicated that the insulin pump showed critical pump error. No harm requiring medical intervention was reported. Insulin pump will not be returned for analysis.